Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false elevated magnesium initial result of 2.73 mmol/l, when processing on the architect c16000. The retest results were 0.75 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Suspect medical device catalog number was updated from 7d70-21 to 03p68-21. Suspect medical device lot number was updated from unknown to 12548un18. An investigation was performed for the customer issue and included a review of the complaint text, search for similar complaints, review of trending data, a review of historical data, and a review of product labeling. No atypical complaint trends were identified for list number 3p68. No historical or on-going investigations of magnesium list number 3p68 for the customer issue were identified. Review of historical data shows the median population results for this lot are within established baselines. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.